Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed the part and batch numbers of the device. The anchor had been detached from the inserter. A visual inspection revealed that the anchor had been detached from the inserter. There was significant deformation on the proximal end of the anchor from twisting. The sutures were no longer attached, but had significant debris. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: breakage of suture anchor can occur if predrilling is not performed prior to implantation. Ensure the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force, off-axis insertion, or improper preparation of the insertion site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during the operation of lateral ligament repair, the twinfix titanium anchor slipped the teeth and could not be screwed in after screwing two thirds. The procedure was completed using a smith and nephew back up device with the same insertion site. No significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.